Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during the first post-op visit electrode 13 was greater than 23000ohms. The cause was unknown and the patient was programmed around electrode 13 with low density stimulation. The stimulation covered their left low back, buttocks, leg to foot and was covering all areas of pain. The issue was not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was unknown and the issue was not resolved. The representative was able to successfully program around the affected electrode.